Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with operating currents within specification. However, the pump was received with a corroded battery tube. The pump was monitored and no blank display anomalies were noted. The pump had broken battery tube threads, minor scratches on the lcd window, and a cracked case at the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was unknown mg/dl. The customer stated a piece of the case is chipped off at the battery cap. The customer stated that the device was dropped. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced. The customer's mother reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose was unknown mg/dl. The customer stated that the device was dropped and hit the ground. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced.